Event description:
It was reported that the patient presented for replacement of both the right ventricular (rv) and right atrial (ra) leads due to over-sensed noise. The rv lead also exhibited loss of capture and pacing was inhibited. The patient experienced dizziness. The leads were explanted and replaced. The pulse generator was also replaced at elective replacement indicator (eri). It was unclear whether the rv and ra lead noise was associated with the device header or the leads themselves. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned for analysis. Visual analysis noted an external insulation abrasion located at the distal portion (b) near the distal tip of the lead consistent with friction to another device or patient anatomy breaching the outer insulation and exposing the outer coil. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. All other damages are consistent with procedural damage.